Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl. Reportedly, the cause of the bg level was unknown, but the customer felt that the pump was not giving the correct amount of bolus as the customer observed insulin leaking around the luer lock of the cartridge tubing. Tandem's technical support educated the customer that the pump functioned properly. The customer received insulin therapy via drip while hospitalized and was released on (B)(6) 2017. A new cartridge was successfully loaded to address the event.